Manufacturer narrative:
(B)(4): the device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Four complaints were registered for under-delivery (rpic #(B)(4)). Per follow-up with the complainant, there was only one under-delivery event. The complainant was not certain which pump was associated with the event. As a result, medwatch 1527460-2011-00023 is being reported under rpic #(B)(4), serial number (B)(4), with additional narrative containing the remaining three pump serial numbers: (B)(4). If additional information/clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The intended delivery amount was 55ml/hr; however, the pump's actual flow was 5ml/hr.